Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report that the drip chamber was not attached to the tubing out of package was confirmed. Visual inspection observed that model 2426-0007¿s drip chamber¿s outlet port was broken off and lodged inside the tubing¿s engagement. Closer inspection under a lab microscope observed that the break sites showed jagged and uneven surfaces. No other anomalies or damages were observed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing could not be performed due to the breakage and separation of model 2426-0007¿s drip chamber port inside the tubing. The root cause of the breakage was not identified.

Event description:
It was reported that when the nurse opened the package to take out the set, the drip chamber was not attached to the tubing. It was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the rn opened the package to take out the set and the drip chamber was not attached to the tubing. There was no patient involvement.